Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer was laying down and it was unsure whether the button was pressed for 3 minutes or longer. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
S/w ver 5.2a. Retainer = black. Case type = ngp. The customer returned the pump for an alleged stuck button alarm found on (B)(6) 2022. The pump passed the self test and displacement test. Successfully downloaded the trace and history files using thump. All buttons are responding properly and no stuck button alarm was noted during testing. A review of the pump history file reveals three stuck button alarms occurred on (B)(6) 2022. Removed the keypad overlay and dome switch overlay for a visual inspection. Found corrosion on the select and down arrow keypad traces. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and the keypad connector on j1/pcba 1 was locked properly. Stuck button alarms found in the pump history are confirmed due to corroded keypad traces. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, peeling keypad overlay, cracked battery compartment, and pillowing keypad overlay. Stuck button alarm is confirmed due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.